Manufacturer narrative:
Breas medical inc has reached out to the reporter to request more information but has been unable to make contact at this time.

Event description:
On may 20th, breas medical received a phone call stating that 'stepfather (B)(6) - passed away - about his vent had gotten jump drive with info from vent on it can't pull info off due to need for certain app- would like help getting info."